Manufacturer narrative:
Additional information received reported the device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a rapid depletion in battery longevity and an increase in battery impedance over a period of three months. The device remains in use. No patient complications have been reported as a result of this event.